Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the lcd touchscreen on the device was intermittently unresponsive. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).